Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided) with trace ketones. Customer administered a manual injection of insulin to address high bg. Reportedly, customer loaded a new cartridge to resolve the issue.